Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Due to the condition of the product, examination of the proximal threads of the lag screws could not be conducted. Root cause of the event was most likely attributed to excessive torque or compression during insertion, and natural vibrations from being implanted for an extended period of time.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent a hip internal fixation procedure on an unknown date. Subsequently, the patient underwent a procedure approximately three months later to remove the fixation system after the fracture healed. During the procedure, two screws would not disengage from the plate. The plate was removed from the bone with the screws attached.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "the surgeon must be thoroughly knowledgeable in the medical and surgical aspects of the implant, as well as the mechanical and metallurgical aspects of the implant." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported a patient underwent a trauma procedure on an unknown date. During the procedure, the screw became cold-welded to the plate. The plate and screws were removed from the patient. No further information has been provided.